Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the alert level sensor has a divit in the sensor face. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field svc rep (fsr) found a gouge in the rubber pad of the sensor. The fsr replaced the alert level sensor. With the sensor replaced and preventative maintenance performed, the unit operated to MFR specs and was returned to clinical use. No add'l action will be taken at this time.